Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the lot number was unknown. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during pre-test the spring got jammed in the piston of the endotracheal tube, and the inflation and deflation of the balloon got stuck. No patient injury was reported.